Manufacturer narrative:
Full PMA/510(k) #: p850022/s017. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three for the same event. Reports one and two are reported on MFR #0002242816-2017-00027 and 0002242816-2017-00028.

Event description:
The device was ordered for the patient on (B)(6) 2017 for treatment of her right sacroiliac (si) joint. Recently the patient reached the end of her treatment and requested another device for continued treatment. Along with the prescription for the additional device, (B)(6) 2017 medical records were provided. The (B)(6) 2017 medical records indicated the patient "developed a slight infection in the region where she has been applying one of the leads. She admits to have purulent drainage a few days ago." Additionally it is stated on the medical record, "there is an open wound above the right hip region where she was using the lead. No active drainage is noted. There is some erythema." Bactrim was prescribed to treat the slight infection. Jun 1, 2017 medical records indicated the prescribed bactrim helped to resolve the slight infection. The "open wound" was healed by the (B)(6) 2017 doctor's visit. When the patient was consulted about her experience by customer service, she denied experiencing any issues with the electrodes or lead wires. The patient advised she only leaned on the unit during the night but it did not create any issues with her skin nor is she allergic to any part of the system.